Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm spoke with the biomed via telephone. The stm asked the biomed to check if the male lure on the safety disk was tight. The biomed indicated the lure was very loose and tightened it. The issue was resolved and the iabp was returned to use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.